Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes experienced a poor clot. No report of serious injury or medical intervention.

Event description:
It was reported that bd vacutainer® serum blood collection tubes experienced a poor clot. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor clot formation with the incident lot was not observed, the photo provided appears to be a clot not yet fully formed.. Additionally, evaluation of the customer samples was performed and no abnormalities were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for poor clot formation with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.